Event description:
It was reported that the patient underwent surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2011 due to stress urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, atrophic vaginitis and urgency. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).